Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device found that the cutting wire was not broken; however, the working length was found twisted and the distal pierced hole was torn. These conditions caused the wire anchor to be dislodged from the extrusion. The wire anchor dislodged could be perceived by the user as cutting wire broken; consequently confirming the reported complaint. Working length twisted is a known issue caused during manipulation of the device or due to the interaction with the endoscope or with other devices. Furthermore, the received device has a torn distal pierced hole, which is evidence of that cutting wire anchor slipped out, causing the catheter to tear. Based on this information, there is no evidence of a manufacturing issue related. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. Therefore, the most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an open investigation to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an ultratome was used in the duodenal papilla and ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second ultratome. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome was used in the duodenal papilla and ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second ultratome. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.